Manufacturer narrative:
Histological analysis of the returned bifurcated gore-tex stretch vascular graft and the thin walled gore-tex stretch vascular graft samples did not confirm presence of an active infectious process. No microorganisms were noted, rather, in localized regions near the left limb-to-stretch graft extension anastomosis, some bacterial debris was noted within the graft walls along the outer aspect of both grafts. Degenerated cells and proteinaceous material were accociated with this region. A similar matrix was evident around the trunk portion of the bifurcated graft. The evidence of a degenerated protein matrix around the graft and lack of adequate healing suggests involvement in an ongoing, localized infectious process in the surrounding wound bed, which was likely introduced during the intial surgery. The remainder of the bifurcated graft revealed a tissue response consistent with that seen in other gore-tex vascular graft explants of an implant duration of two months. This response was characterized by tissue attachment, a slight foreign body response, tissue infiltration of the graft wall and a thin flow lining.

Event description:
The graft was placed as a left branch extension of an aortabifemoral bypass. Postoperatively, the pt exhibited clinical signs of infection. The left inguinal wound was opened and a purulent substance was drained. The wound was cleansed. The graft occluded. At 2 months postoperatively, the graft was removed. At this time, the pt is doing fine-post septical state.